Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer did not experience any symptoms at first but then experienced restless legs after self-treatment by eating. The customer then noticed that the values were wrong and they counteracted with insulin. There was no report of death or permanent impairment associated with this event. Reportedly, sensor results of 120 mg/dl and 60 mg/dl were compared to competitor brand meter readings of 399 mg/dl and 205 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.